Event description:
Follow up information received reported the patient had the revision and that they saw the manufacturer¿s representative today where it was noted that the patient did not have any difficulty ¿at all¿ at recharging the battery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The following information has already been submitted in manufacturer report# 3004209178-2014-07160: it was reported that there was a coupling problem. It was noted the reporter thought the implant may be too deep. It was further reported that the patient was trained and able to demonstrate effective recharging. It was noted that an x-ray was taken and the device was not flipped, although it did seem as though the device was sitting at an angle. The reporter noted that no malfunctions were seen and that the patient was not recharging normal. It was noted that the patient was having a pocket revision on (B)(6) 2014. It was further reported that the implantable pulse generator (ipg) displayed normal charging interoperatively as well as postoperatively. It was stated that the patient had full charge at the end of the revision day. It was stated that nothing was explanted and no devices would be returned. Any additional information regarding this event will be reported in this manufacturer report.

Event description:
It was reported that when the manufacturer's representative saw the patient last friday the clinician programmer "picked right up with the implant," but the recharger was having difficulty and couldn't get any black coupling boxes. It was noted that it was charging, but really slowly. The antenna locate feature was used and they got a reading of 50. It was noted that the patient was implanted two or three weeks prior to report. The patient reportedly charged for four to five hours on saturday, but the battery only showed a quarter charged on the screen. The recharger was notably fully charged, but it kept shutting off on her without providing audible beeps even though the audio sound was on. It was noted that they were getting the same or similar results with a different recharger last week. The other recharger did not shut off with the audio issues, however it was still not getting any coupling. At no time did they reportedly see more than two coupling bars. There was notably a "little bit of swelling going on." The implantable neurostimulator (ins) was not reportedly implanted deep but it was noted that the patient was overweight and the implant was at an angle that had an "arching to it." The ins was implanted on the patient's hip going to the waist area which was described as a "precarious spot." It was noted that the ins was sutured down. The manufacturer's representative was to meet with the patient on the afternoon of the day of report. Additional information received one day later reported that manufacturer's representative was planning on assessing if the device wa s flipped or not. Additional information received one day later reported that the patient's stimulation was off at the time of report. The doctor would be doing an x-ray the following day. The patient noted that the recharging paddle irritated her incision at the battery site due to having it on for six hours at a time. The patient reportedly recharged for twelve hours with no change in the battery shown. Additional information received five days later reported that a revision would be performed to move her ins to a better position for recharging. Additional information received two days later reported that the revision was scheduled for april 3, 2014. Additional information received that same day reported that the battery was almost lateral and not parallel to the body alignment. It was noted that "they simply repositioned the battery and now the patient can charge without an issue." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).